Event description:
Philips received a complaint on the defibrillator indicating that the device unable to startup intermittently. There was no patient involvement.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporting address city: (B)(6). Reporting address postal:(B)(6). Reporting institution phone #: (B)(6).